Event description:
Customer reports: the injector flow rate went from 1.5ml to 6ml per second.

Manufacturer narrative:
Liebel flarsheim field service report: field service engineer could not duplicate the changing of flow rate. The operator may have touched the slide bar before touching th emain button. The 6ml is above the main button. Fse informed customer on what may have happened. Fse calibrated the touch screen on the power head. Injector returned to full service by the customer.